Event description:
The manufacturer received information alleging a ventilator's lcd screen was frozen. There was no harm or injury reported. During the evaluation of the device, the device was unable to complete pre-evaluation due to the screen being frozen. No repairs were performed. The device was scrapped.